Manufacturer narrative:
Inspected three sealed reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Event description:
It was reported that the reservoir leaked insulin. Customer smelled insulin and there was moisture in the reservoir compartment. Customer experienced high blood glucose for two days. The blood glucose reading was 300 mg/dl. Customer treated with manual injection. Customer assumed insulin leaked at the snap-cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.